Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's muffler assembly was replaced to address the issue. The muffler assembly was sent to the philips product investigation lab (pil) for investigation. Pil was unable to duplicate the reported issue. Pil visually inspected the suspect component for defects and found none. Pil installed the suspect component into a test bed and the muffler assembly passed the leak verification testing. Pil has determined that the muffler assembly functions as designed. The muffler assembly was scrapped.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's muffler assembly was replaced to address the issue.